Manufacturer narrative:
Upon inspection of the returned part, all 3 markers are missing from the shim. The markers are press fit into the shim and secured with medical grade epoxy. It is possible that the beads became loose prior to, or during surgery, and were dislodged by an instrument, implant, or the impaction of the shim itself. The exact cause cannot be determined. The markers are 01.0 mm beads made of medical grade tantalum, which is also commonly used in other implantable products. Because tantalum is a commonly used implantable metal, there are no concerns of safety due to material compatibility.

Event description:
During surgery, the radiopaque marker on the distal tip of the disc shim broke off during insertion of the shim and remains in the patient.